Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that this event involved a female pt who was intra-aortic balloon (iab) pump dependent. The iab was inserted for nine days when the pump alarmed "ruptured catheter". The md was called to remove the iab. While removing the iab the central lumen tore the artery. The md called the vascular surgeon and iab was removed in the operating room. After removal the central lumen "looked like a paper clip". The pt expired.